Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the black box recorded three call service alarms no cartridge detected alarms. Investigators performed pump rewind, load, and prime with no loss of prime. Force sensor calibration reading was out of specifications - low. Corrosion was found on the force sensor plate, transmitter, and vibrator motor. Removed force sensor assembly. Corrosion in the force sensor. Force sensor resistance reading was out of specifications - high. The lens was found to be scratched.